Manufacturer narrative:
No unexpected button error alarms, frozen screen anomalies, icon anomalies or battery type alarms/anomalies noted during testing. Passed displacement test and off no power test. The operating currents were in specification. Insulin pump received with intermittent button response on the up arrow button due to corroded keypad traces noted. Insulin pump received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have been doing yoga with insulin pump in pump clip. Customer reported of not being able to clear alarm due to buttons not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.